Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 128 ohms. Technical services (ts) reviewed device data and found there was a gradual rise in shock impedance, measuring around 128-132 ohms. Ts recommended programming shock polarity and all shocks to maximum energy. The health care professional (hcp) confirmed that these have already been programmed. Ts recommended continuing to monitor this rv lead and consider replacement once the shock impedance becomes greater than 150 ohms. This rv lead remains in service. No adverse patient effects were reported.